Event description:
It was reported that a patient underwent a total vaginal hysterectomy with bilateral oophorectomy for benign causes in 2009. The surgeon used the topical tissue adhesive to approximate the skin of the four laparoscopic port sites on the abdominal wall. The patient returned to the surgeon three days later, with a rash over the entire abdomen. The topical adhesive was immediately removed with petroleum-based adhesive remover at the surgical facility. The patient was also injected with steroids. The patient's primary care physician also prescribed unspecified medications for the rash. The rash had completely resolved one week ago. No allergy test is planned. The patient is told to report potential topical tissue adhesive allergy to future attending healthcare professionals.

Manufacturer narrative:
Date sent to the FDA: 06/12/2009. Rash occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.